Event description:
A reporter in (B)(6) contacted lfs alleging an unknown issue with the lifescan (lfs) product. There is insufficient information in this complaint to determine what the alleged malfunction was. The user was not able to give information to the nature of the issue they had with the product and has since thrown the product away. There is no allegation of any injury or medical attention, but this complaint in being reported since the alleged unknown issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.